Event description:
(B)(4) - the dealer reported that the tdx3-ts power wheelchair tac controller was causing the left brake to disengage, possible due to a damage tac wire. There was no reported patient injury.